Manufacturer narrative:
A partial lead with the distal tip measuring 32.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switching episodes due to far field r-wave oversensing were observed. Programming changes were suggested. There were some signals on atrial channel which indicated atrial lead damage. Atrial lead impedance was also low. Lead was explanted and replaced. Patient was discharged and was fine.